Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two proglide device are being reported under separate medwatch report numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis; however, subsequent information revealed that the device was discarded at the user facility and is not available for evaluation. The reported deviation of the needles can be affected by numerous factors including, but not limited to, manufacturing, user technique and, patient anatomical conditions. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The artery of the patient was reportedly heavily calcified. It should be noted that the reported use of the prostar xl device in a calcified artery is inconsistent with the instructions for use (IFU). The IFU indicates that the safety and effectiveness of the prostar xl pvs system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. There was no reported information that suggested incorrect technique during the use of the device. There is no reported information that suggested incorrect technique during the use of the device. Review of the device the lot history records indicated no nonconforming material reports for this lot. In addition, a query of the complaint-handling database indicated no related incidents. Based on the information available, the inspection criteria and the review of the lot history record, there does not appear to be any indications of a product quality deficiency. A conclusive cause for the reported needles deviating, or not deploying cannot be determined.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure using the pre-close technique of a heavily calcified common femoral artery after an interventional procedure (aortic valve repair with a 24fr access). Reportedly, the needles deviated due to calcification and the device was removed. A second prostar xl was used and during deploying the needles the handle rotation was blocked and turned only half way. A third prostar xl was attempted; however, during deployment no needles were presented. Hemostasis was achieved using a fourth prostar xl device. There were no reported adverse patient sequelae. No additional information was provided.